Manufacturer narrative:
H 3 evaluation summary: a review of the device history record (DHR) was not performed during this investigation as a lot number was not available. All dhrs are reviewed and approved by quality prior to release of product. A sample was received for evaluation. Visual inspection was performed showing a hole in the top of the clear side of the pouch. While a definitive root cause could not be determined from the customer returned sample, a likely contributor to this issue is something localized with the vertical sealer bar in the vicinity of the hole. The sealer bar could have caused a weak spot at the edge of the seal. An investigation into activities associated with the manufacturing line indicated that the operator noted leaking of pouch contents on the machine. The vertical die was replaced and the machine operator verbally indicated samples were inspected after the bars were cleaned and replaced, with no issues found. It is also important to note that quality took samples from the machine during this investigation and was unable to recreate the issue as reported with the machine running with the clean vertical sealer bar, a new horizontal sealer bar and a new die. The operator¿s preventive maintenance guide has been updated to include a visual inspection and cleaning of all sealer bars and dies every month during regular preventative maintenance. The manufacturing site will continue to trend this issue for future occurrences as part of the complaint review process.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the infant heel warmer pack exploded when squeezed for activation. No patient or clinician harm at this time. Additional information was received from the customer stated that the activated gel shot out all over the care provider and surrounding space. The issue occurred prior to placing on the infant.